Event description:
It was reported that on (B)(6)2026, a 19mm sjm regent heart valve w/ flex cuff was chosen for a double valve replacement procedure. During procedure, the physician found that one leaflet of agfn was not freely opening and closing. After testing it several times, the physician finally explanted the valve and implanted a smaller size.

Manufacturer narrative:
Nathe device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.